Event description:
Report received from the USA stating that the motor overheated. The device was being used during knee surgery, but there was no injury or medical intervention. It is unk if there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).